Manufacturer narrative:
Analysis was normal, no anomalies were found.

Event description:
It was reported that at a pre-discharge check the left ventricular lead exhibited a loss of capture due to dislodgement. The lead was explanted and replaced. No patient symptoms or additional information was reported.